Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic cut, the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix mechanism.

Event description:
It was reported that the right ventricular lead had high impedance at greater than 2500 ohms. The lead was explanted and replaced. The day following replacement, the replacement lead had decreased sensing values and was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.